Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after the ilet battery depleted overnight and was recharged in the morning, with glucose levels remaining high for approximately 11 hours until they began to decline while on the call. Symptoms included hyperglycemia without reported ketone testing, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed an unclear cause of hyperglycemia, with the device battery depletion identified as a potential contributor and no infusion set change performed. It was concluded that the event involved hyperglycemia with cause unclear and that the device function could not be fully assessed without return.